Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section d4, h2 and h4. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed and attributed to user mishandling. During the evaluation internal extreme internal damages were found on the control board therefore, the control board was replaced and scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.